Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 20-aug-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal at 300 mcg/day. The reason for use was not reported. It was reported that the device was explanted due to a possible spinal infection. The patient was experiencing no signs or symptoms related to the issue. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. It was unknown if the issue was resolved at the time of the report. The pump and catheter were explanted on (B)(6) 2018. They were not replaced by a device of the same manufacturer. It was indicated that the pump would be replaced in the future, but the catheter would not be. The customer was not notified that the products should be returned to the manufacturer, as the customer refused to return the devices and they would be sent to pathology to rule out infection. No device malfunction was suspected. The patient status was ¿alive ¿ no injury.¿ the patient¿s weight was asked and unknown, it would not be made available. The hcp would have further information regarding the event. There were no further complications reported/anticipated.